Manufacturer narrative:
(B)(4). This right ventricular (rv) lead is not available for return as the hospital discarded the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The physician attempted defibrillation threshold (dft) test but the lead exhibited undersensing, was not able to covert ventricular tachycardia (vt)/ventricular fibrillation (vf), and therapy was delayed for less than thirty seconds. An external shock was then delivered. The lead was explanted and a new lead was implanted. Additional information received indicating that this lead was torn apart during the extraction and hospital discarded the lead. No additional adverse patient effects were reported.